Event description:
"It was reported that this cardiac resynchronization therapy defibrillator (crt- d) system was exhibiting intermittent right ventricular (rv) lead loss of capture. Technical services (ts) was consulted and noted electromagnetic interference (emi), the patient has a left ventricular assist device. This crt-0 system remains in service. No adverse patient effects were reported. Additional information was received and there has not been right atrial (ra) lead capture for several months, and the right ventricular (rv) lead was reported to not be working well. Technical services (ts) was consulted and recommended reprogramming options. Tachy therapy had been turned off. This crt-d system remains in service. No additional adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).